Event description:
Solicited: spoke with (B)(6) (register nurse) reported that patient¿s curlin pump is not working properly; pump consistently indicates low battery even thought (B)(6) replaced with new battery multiple times; no adverse effects and no missed doses due to defective pump. The pump is being replaced with the next infusion, unknown if pump is available for return, lot and expiration information was not provided. No further information or dates known. Reported to (B)(6) by: health professional.